Event description:
It was reported that during use of implantable pulse generator (ipg), patient placed call to customer service and complained of vomit symptoms and self-test of heart rate indicated 40-90 beats per minute (bpm) and blood pressure 100-150. Patient presented to hospital and electrocardiogram (ECG) revealed heart rate 70 bpm. Patient call to request ipg program check. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.